Event description:
Patient presented with infection. Medical intervention occurred to treat the infection. Poly inserts may be exchanged at a later date.

Manufacturer narrative:
Patient presented with infection. Medical intervention occurred to treat the infection. Poly inserts may be exchanged at a later date. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.